Event description:
Patient had an endeavor sprint drug-eluting stent placed in the rca. Approximately 52 months later, the patient suffered a cerebral hemorrhage and expired. Relationship to device is unknown. Death was assessed as a vascular death.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke, death). (B)(4).